Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic retrograde cholangiopancreatography (ercp) to investigate possible cholangiocarcinoma, the tip of balloon broke off in peripheral biliary segment. The procedure took longer than normal. The balloon remained in the hepatic duct and was not removed. The patient was sent to recovery room and the doctor will monitor the patient.

Manufacturer narrative:
The subject product was not returned to omsc for investigation. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Therefore, omsc assumes that operation of the subject device with excessive force when retrieving stone led to the breakage. This report is being submitted as a medical device report in an abundance of caution.